Event description:
It was reported that battery longevity issue was observed on the programmer. No shocks were delivered. The programmer displays longevity estimated longer than estimated. No programming changes were made. Patient will continue to be monitored. No further information available.